Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, a lantern delivery microcatheter (lantern), a non-penumbra catheter and a non-penumbra sheath. During the procedure, the physician advanced a catheter with a lantern over a guidewire through a sheath into the target location. Next, the physician advanced a pod coil through the lantern into the target vessel; however, the physician wanted to reposition the catheter; therefore, the pod coil was removed. Then, when the physician wanted to re-use the pod coil, the pod coil would not advance at all within its introducer sheath. Therefore, the pod coil was not used for the remainder of the procedure. The procedure was completed using a ruby coil, the same lantern, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.